Event description:
A report was received that the patient was experiencing loss and inadequate stimulation due to lead migration. The patient underwent a lead explant procedure.

Manufacturer narrative:
Sc-8352-50, sn: (B)(4). Device evaluation indicated that upon visual inspection revealed that the paddle has been severely damaged. It appears that the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Electrical tests could not be performed due to paddle lead damaged. This type damage occurs when the lead is exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. It was reported that the paddle lead migrated.

Event description:
A report was received that the patient was experiencing loss and inadequate stimulation due to lead migration. The patient underwent a lead explant procedure.